Event description:
A 2.5mm diameter x 20mm length sprinter otw dilatation balloon catheter was inserted into a patient for the treatment of an iliac artery. The vessel morphology was reported to be severe calcification with severely diseased arteries. It was reported that the device was inserted into the patient and inflated one time at 4 atmosphere's; upon second inflation, the physician was unable to see the contrast filling the balloon. The physician pulled the balloon back, however, this was met with strong resistance. The wire was still moving freely inside of the balloon catheter, when the balloon catheter became stuck in the artery. The physician elected to remove the sheath, balloon catheter and guidewire from the patient. Upon removal the physician heard a loud sound; the shaft of the balloon catheter had separated. The balloon portion, the tip, of the balloon catheter remains in the patient's iliac artery. No further treatment was done on the patient. No add'l clinical sequelae were reported and the patient is fine. Medtronic has received the device and its analysis has been completed. The distal tip, marker bands, and the balloon were missing from the returned device. The distal section that was remaining was severely necked and bunched onto the guidewire. There were blue strands of material at the distal break point of the outer shaft. The excessive stretching and necking is consistent with a device being pulled at force. There was also damage to the coils on the guidewire.